Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error 1871 occurred during patient use" was confirmed. An error (error code 1871) was recorded in the event log. The root cause of the event was an anomaly in the component (the gear motor). The device was returned to the customer with no repair at their request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error 1871 occurred during patient use. There was no patient harm or adverse event reported.